Event description:
It was reported to baxter (B)(4) that the reservoir of one ce infusor lv10 device ruptured during transport. The device was filled with benzyl penicillin in 0.9% sodium chloride with a drug concentration of 60 mg/ml and a total fill volume of 240 ml. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of reservoir ruptured could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation (CAPA# idc-(B)(4)).